Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that during a routine hemodialysis treatment, a system alarm occurred indicating that the door handle was lifted during the treatment. The operator contacted nxstage tech support for assistance and was instructed to perform a manual rinseback of the pt's blood as defined in the user's guide. Manual rinseback was performed, but not all of the pt's blood was returned resulting in an estimated 30cc blood loss. No medical intervention was required.

Manufacturer narrative:
There is no evidence to suggest that a device malfunction occurred. The cycler has been used on subsequent treatments without any further similar problems. The exact cause of the reported alarm is not known. Occasional alarms during hemodialysis treatments is expected and should not result in a blood loss if device labeling instructions are followed. Device labeling includes adequate instructions to respond to system alarms and perform manual rinseback of the pt's blood. Reported blood loss was reviewed with facility staff. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed and will continue to monitor as part of the routine complaint process. No additional information will be provided.